Event description:
It was reported that the patient presented in clinic to have their right ventricular (rv) lead revised due it not sensing or capturing. A chest x-ray (cxr) confirmed the rv lead was dislodged. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. Visual examination of the lead found the helix retracted and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. Analysis was normal. No anomalies were found.